Manufacturer narrative:
Clinical evalutaion: 3 months after primary cementless tha the stem subsides and requires revision. According to the images supplied, of very low quality, a possible cause was the undersizing of the stem. We do not have enough information to understand the reasons that may have led the surgeon to undersize, if he did. There is no mention of traumatic events that may have led to femoral fractures, which are not visible in the low-quality pictures supplied. It is however rather evident that the subsidence took place almost immediately after surgery, thus indicating that primary stability was never achieved. An elderly patient may not have sufficiently good bone quality to allow a short cementless stem to become reliably stable. The approach used was the a mini posterior one.

Manufacturer narrative:
Visual inspection performed by hip r&d project manager. During the analysis it is visible that the whole ha on the stem body is present, meaning that the stem was not osseointegrated with patient bone. Some signs and scratches are present on the stem neck probably due to revision surgery. A deep sign is present on the medial part of the stem neck close to the ha coating, probably due to revision surgery. It is not possible to determine the root cause of reported stem loosening. Batch review performed on 08 october 2021: lot 2004277: (B)(4) items manufactured and released on 10-july-2020. Expiration date: 2025-july-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery 3 months after primary due to stem subsidence. Stem loosening, osteolysis and fracture were found on the femur.